Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. Isi has received the e-100 generator, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in off site to report that they were contacted by the surgeon who explained e-100 generator did not work. The csr explained that surgeon is really experienced and tried rebooting and checking cabling with no improvement. The csr explained that they could hear a sound but there was no energy coming out of the generator. Isi followed up with the site and obtained the following additional information: the e-100 didn't work. The vessel sealer extend (vse) was inserted into the integrated electrosurgical unit (iesu), allowing the case to continue. The iesu was used, and the issue was reported to dvstat and resolved by replacing the e-100 generator with the field service engineer (fse). There were no injuries to the patient, and the operation was not delayed.

Manufacturer narrative:
The e-100 generator was returned and analyzed and found to have no failures. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer extend (vse) instrument was installed onto unit with a saline dipped gauze in the jaws. The e-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The unit worked fine without any issue. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.